Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was working out in the yard and sweat may have gotten inside the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and the act button had intermittent button response due to corroded keypad traces noted. The device also had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and cracked belt clip slot.